Manufacturer narrative:
Code f2303 has been selected because users had to take preventive antibiotics following potential exposure to brucella species. Medication was therefore required as preventive treatment.

Event description:
Intended use: vitek® ms prime is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms prime system is a qualitative in vitro diagnostic device indicated for use inconjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial and fungal infections. Issue description: a customer in the (B)(6) notified biomérieux of misidentification as brucella species when using vitek ms prime instrument (ref. 423281, serial number: (B)(4). Customer indicated that during the last week, they received two (2) identifications as brucella with 80% and 99% of confidence but neither isolate was actually brucella. Customer indicated that two members of the staff were prescribed prophylactic antibiotics until they had the specialist lab results back to be sure of the correct identification. Biomérieux customer service indicated that a customer communication was previously issued to inform customers about potential misidentification as brucella spp with vitek ms kb3.2. Thus far, reported incorrect organism identifications have been related to degraded spectra (linked to a non-optimal spot preparation or a non-optimal fine-tuning). This issue will be resolved with the next vitek ms kb v3.3. At the time of assessment, there was no indication or report from the customer that this event led to any adverse event related to any patient's state of health. Two users were prescribed prophylactic antibiotics since they were presumed to have been potentially exposed to brucella. An investigation has been initiated.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of misidentification as brucella species when using vitek ms prime instrument (ref.: (B)(4), serial number : (B)(6)). Investigation: complaint trend analysis: global customer service (gcs) performed a complaint trend analysis for the period from august 2022 to october 2022 and did not identify the customer's issue as a trend for the vitek ms prime. Fine tuning: according to the vilink alert tool criteria, no fine tuning was needed during the tests made on 26 oct 2022. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review: the expected identification is unknown because no reference method was used to confirm the expected identification. Customer data analysis: analysis of sample files shows that number of all peaks were low (45 and 53 peaks). This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator¿). Root cause: the investigation determined the likely cause to be non-optimal spot preparation. Related to the spot picture, the deposit seems to be thin. Conclusion: the misidentification is likely due to non-optimal spot preparation quality. Local customer service (lcs) has been requested to provide the customer with additional training materials to help improve spot preparation technique. Related to the misidentification as brucella, the incorrect organism identifications are associated with degraded spectra (linked to a non-optimal spot preparation or a non-optimal fine-tuning). This issue will be fixed with the next vitek ms kb v3.3.